Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone13.2, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level decreased to 20 mg/dl while wearing the pod between 4 and 24 hours. The patient believes they had administered a large bolus, more than what they should have and the sensor might have given an inaccurate reading. The patient reported that they do not think it was an issue with the omnipod, but instead a user error. The patient had treated their low bg with a popsicle, banana, and honey. The patient experienced a hypoglycemic event requiring hospitalization. The patient does not recall the exact date they were admitted to the hospital and estimated about a week and a half ago. The patient was hospitalized for 1 day. The patient¿s symptoms which caused them to seek medical attention included being sweaty, and they fell and hit their head, and were unconscious. The patient diagnosis was hypoglycemia. The patient¿s medical treatment included a CT scan, bloodwork, fluids, and rescue glucose by paramedics.